Manufacturer narrative:
(B)(4). The reported event was related to a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a use error and acquired peritonitis. The cause of the peritonitis event was reported to be reuse of an unspecified disposable. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection zostum (stat, dose and route not reported) for peritonitis. The outcome of the event was unknown. Pd therapy was ongoing. Additional information was not available.